Event description:
Additional information was received the healthcare provider (hcp) via the manufacturer's representative (rep). It was reported that october 2nd, the patient had a home refill, and the hcp has no report of any discrepancy. On october 30th, the patient received a 20ml refill. The expected residual volume was 5.9ml, but the hcp measured 7.2ml remaining. June 11th the patient received a 20ml refill. The expected residual volume was 2.7ml, and there was no report of any discrepancy. The hcp is monitoring the patient's refills to determine whether they have any consistent clinically significant discrepancies.

Manufacturer narrative:
H6. Coding has been updated to reflect new information wherein the volume discrepancy was within the pump flow rate accuracy specification. Img, fdc, fdm, and fdr coding is no longer applicable to this event. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving bupivacaine and fen tanyl via an implantable pump for non-malignant pain indications for use. It was reported that they usually get more drug back than expected. The company representative (rep) thought it was within normal range, but the patient said that on at least one occasion it was more than the other times. The patient stated that it has been going on for the last year or so.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.